Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that patient faced tape on sticking event on 15-apr-2024. The patient reported that infusion set did not adhere. No further information available.